Manufacturer narrative:
This medwatch is for suspect device in inform system 1. (B) (6).

Event description:
Caller states the patient tested 414 mg/dl on inform system 1 at 3:29am. The patient was tested on inform system 2 with results of 240 mg/dl (3:31am) and 120 mg/dl (3:32am) . No action was taken on device results. At 3:54am, the patient tested 249 mg/dl on inform system 1 and 55 mg/dl on a comparison lab. Again, no treatment administered to patient. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return.